Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the forceps control lever did not move smoothly, expected insulation capacity was not obtained, water tightness was lost, the distal end had foreign material, parts needed to be replaced, the adhesive around the light guide lens had a crack, there was corrosion around the lever arm, and the forceps elevator had foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator and the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.